Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure wherein all lead extensions were explanted. The patient was doing well postoperatively. Additional information was received that all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 5178278/7071567/7071568/7071628.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure wherein all lead extensions were explanted. The patient was doing well postoperatively.